Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling and rust occured on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the paint was peeling and rust occured on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on information provided, customer accepted the quote and getinge technician is currently awaiting receipt of the parts to schedule the intervention. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and oxidation which built up on the spring arm, which could be considered as technical deficiency, and in this way device contributed to event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident of rust occurs at a low ratio, while the one related to paint chipping at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at the manufacturing site, maquet sas did not receive enough information to conduct the technical investigation. It is therefore not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.